Manufacturer narrative:
The ge service representative conducted an onsite investigation. The intelligent shut off board and the hard drive were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a corrupt images have been deleted error message. No pt injury was reported.